Event description:
It was further reported that everything was "ok" and the patient outcome was also noted as "ok." No additional information was provided.

Event description:
It was reported that a patient encountered a 509 error code on their patient programmer followed by a loss of stimulation therapy. The patient was programmed on multiple groups. It was stated that the patient had changed a group with the programmer and then the stimulation stopped. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).